Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: leakage from safsite occurred during use and blood leaked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) unused samples were provided for evaluation. In addition, a photo was also provided. Visual examination of the samples noted no defects or damage. The samples were leak tested with no failures noted. The provided photograph does display leakage occurring somewhere between the valve and catheter connection. Based on the photograph the reported defect is confirmed. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.